Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with the clamping mechanism damaged and with an ecr60g cartridge loaded on the device. The returned reload was received unfired and in good visual conditions. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: was the ec60a device locked on tissue with the jaws closed? No. If yes, how was the device removed? Did the jaws eventually open? No information. The analysis found that one ec60a device was returned with the clamping mechanism damaged and with an ecr60g cartridge loaded on the device. The returned reload was received unfired and in good visual conditions. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an open lar, in the 1st pse60a loading a gold cartridge, the knife stopped after about 5mm moved forward on the rectum. The knife did not return to the home position with the knife reverse switch. Eventually, the knife was returned with the manual override lever. In the 2nd pse60a, the same event occurred. Then ec60a was used, but the jaws could not be opened and closed as the closing mechanism was damaged after the jaws were closed. Then the 3rd pse60a was used, but again the knife stopped after about 5mm moved forward on the rectum. Finally tx30 was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the target tissue was not so thick. As no chemical cure was performed, the target tissue was not stiff.